Event description:
The pt's mother reported on (B)(6) 2013, at 10:31 pm, her daughter activated a new pod and her blood glucose and insulin history is as follows: at 11:03 am, the pod alarmed and it was deactivated. She took her to the hospital. Upon arrival, they placed her on an intravenous therapy and she was given a manual injection of insulin (exact dosage was not provided). She stayed at the hosp for a day before being release.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Reported hazard alarm is a safety feature not considered a malfunction. No product lot number was reported therefore no qualification records were reviewed.